Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had issues establishing telemetry. It was indicated that the radiofrequency head connector was loose and therefore the printed circuit board was replaced and calibrated. It was also indicated that the system fan was noisy and the power cord bay latch tab was broken. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that telemetry was unable to be established with the device while using the programmer, despite attempting with multiple radio frequency (rf) programmer heads. The programmer has been returned for repair. No patient complications have been reported as a result of this event.